Event description:
A peritoneal dialysis (pd) nurse reported pt developed symptoms of peritonitis on (B)(6) 2014. A positive culture confirmed peritonitis. The pt was prescribed antibiotic vancomycin ip daily for three weeks. The pd nurse stated the pt was currently in good health and finishing the prescribed antibiotic course. Medical record review revealed the following: on (B)(6) 2014, the microbiology report from the pd fluid revealed: gram stain; gram positive cocci, 40-50 segmented neutrophils, 10-20 mononuclear cells (lymphocytes, monocytes). The final report showed light growth of (B)(6). The pd fluid was light yellow and hazy, wbc 354, rbc<10000. The pt was started on 2gms of vancomycin ip daily for 3 weeks. On (B)(6) 2014, the pd fluid was colorless and clear with wbc: 12 and rbc <10000.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Medical records were provided and have been reviewed by a post market clinician staff and physician. Pt is a (B)(6) year old female with esrd on pd therapy developed peritonitis. A review of the complaint database did not reveal a history of a recent fluid leak. The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs: 1713747-2014-99925 and 8030665-2014-00237.